Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery. During the surgery, it was noticed that the screw does not thread into the plate. It was unknown if the surgery completed successfully. There were no patient consequences. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). Unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 2.4mm ti va locking screw stardrive 18mm. This report is 2 of 3 for (B)(4).